Manufacturer narrative:
Evaluation of the first returned lantern confirmed a fracture on its proximal shaft. This type of damage may occurs if the device is torqued during use. Further evaluation revealed an additional fracture on the proximal shaft. The complaint reported that this damage was occurred during packaging. Further evaluation also revealed an ovalization on the distal shaft. This damage was incidental to the complaint. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and a non-penumbra catheter. During the procedure, resistance was encountered while advancing the lantern to the target location and subsequently it was torqued inside the patient to reach the desired site. However, the physician noticed that the lantern was being twisted and removed it from the patient. On the back table, the physician visually confirmed that the lantern was fractured approximately forty centimeters from the distal end. Therefore, the lantern was no longer used in the procedure. It was reported that while packaging the lantern, it broke approximately eight centimeters from the hub. A new lantern was used to continue the procedure and one coil was successfully implanted into the target location. Next, while advancing a non-penumbra coil through the lantern, resistance was encountered and the coil became stuck in the proximal shaft near the hub. Therefore, the lantern containing the coil was removed from the patient and the devices were no longer used in the procedure. The procedure was completed using a new lantern, a new coil, and the same catheter. There was no report of an adverse effect to the patient.